Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a rectosigmoidectomy procedure, the surgeon has relayed that the teflon from the shears had detached. Another like product was used to complete the procedure. This is not a potential adverse event and no patient consequence was reported.